Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be intact with no lifting or peeling observed, the ok/contrast buttons were intermittently responsive to user inputs during testing, the down/up/bolus buttons were responsive to button presses. All buttons sprung back when pressed, and there was evidence of adhesive/contamination under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The audio-bolus, contrast and ok keypad buttons reportedly unresponsive when pressed. The pt claimed that the ok button sticks frequently. The keypad is intact. There was no adverse event associated with this complaint.